Event description:
It was reported that during an unknown procedure, solid tone with error code 5. The titanium tip broke after the pre-run test. The broken piece was not found. The detached blade didn¿t fall into the patient. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4): no device received for analysis at time of submission of 3500a.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The blade was found cracked at the discolored location but not broken off as reported by the customer. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device not activating and displaying an error code 5 is blade damage. The device will stop activating and either display an error code 5, when the blade becomes damaged. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.